Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional, additionally reported, "any creases". And "textured implant deflated".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a broken sharp assessed, as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Crease folding of implant: observed, crease in the device. Additional observations: wear abrasion observed, in the shell, yellow particles in the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "patient noticed change in the size of left breast. Left mammary implant leaking/deflated. Patient also has textured saline filled mammary implants." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.